Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, that a shaft fracture occurred. The physician was attempting to cross a highly calcified lesion within the mid left anterior descending (lad) coronary artery. The lesion was predilated witih a 2.5x12mm maverick balloon. After an unknown number of repeated attempts, the shaft of the 3.0x24mm taxus express2 drug eluting stent broke at the proximal hypotube. The physician was able to remove the entire device, including the undeployed stent, and successfully continue the procedure with a 3.0x28m taxus express2 drug eluting stent. There were no patient complications and the patient's status was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.